Event description:
It was reported that during a procedure, the dyonics 25 control unit was not calibrating and that the pressure was too high. Surgery was resumed, without any delay, with a back-up device. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. The reported malfunction was not duplicated during functional testing. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was not determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that can contribute to the reported event include failure of a concomitant device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H2: additional information ¿b5¿ h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The complaint was not confirmed. Factors that could have contributed to the reported event's include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a procedure, the dyonics 25 control unit was not calibrating and the pressure was too high. Surgery was resumed, without any delay, with a back-up device. No patient complications were reported.